Manufacturer narrative:
Manufacturer report 2938836-2021-00015 should not have been reported as a medical device report (MDR) as this event was identified prior to distribution and therefore does not meet the definition of a complaint.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found that upon receipt, the device was above elective replacement indicator (eri) and found to be in backup vvi mode. However, the device image was found to be corrupt. Memory tests were performed on the device and the device¿s memory registers were normal. Pacing, sensing, impedance, high voltage output, and the patient notifier were tested, and no anomaly was detected. The cause of the backup vvi operation could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis.